Event description:
The surgeon reported that whilst using the size 11 scorpio ceramic cutting block, one of the ceramic railings on the anterior chamfer cut had fractured and came loose sliding out of its original position. After checking the whole block there were no parts missing although it had split. It is further reported that the blocks had previously been checked for any splits and were all fine and the correct blade was used.

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.